Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the auxiliary enhanced full height drawer 6 failed to stay closed. The field service engineer (fse) identified that the inseparable had a smaller magnet installed. The fse replaced the inseparable, but upon rebooting the station, it was observed that the left light-emitting diode (led) was not illuminating. The fse then replaced the module board, after which the issue was resolved. All cables were reseated and verified, and all slide bumpers were inspected. The customer tested it with no further issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 failed. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.